Event description:
It was reported that the patient was asymptomatic. The patient was not dependent on the device for normal function. It was noted that noise leading to oversensing was observed on the implantable cardioverter defibrillator. No changes were made as no pacing inhibition was observed. There were no patient consequences.